Manufacturer narrative:
Report has been corrected to contain a concomitant product.

Event description:
The customer observed falsely elevated magnesium results generated from an alinity c processing module on (B)(6) 2023. The customer reported that healthcare providers have questioned the results and when repeated, the elevated results were normal. The customer provided the following data: customer normal range is 1.6- 2.6 ng/dl. Sample ID (B)(6) initial result was 6.2 and repeat was 2.4 sample ID (B)(6) initial result was 6.0 and repeat was 1.9 sample ID (B)(6) initial result was 6.0 and repeat was 1.5. Sample ID (B)(6) initial result was 6.0 and repeat was 2.5 the customer performed some troubleshooting, such as changing probes on the analyzer and afterwards performed a precision study on a sample that reported at 1.8. The precision results were 8.3, 2.2, 1.7, 1.6, 1.6, 1.7, 1.6, 1.8, 2.0, 1.7. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6). All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the alinity c processing module serial number (B)(6) and resolved the issue by replacing the cuvette dry tip. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional issues related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending was performed for the cuvette dry tip and the product monitoring review scorecard was reviewed and found no similar issues related to the alinity system or discrepant results with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the cuvette dry tip. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) and cuvette dry tip was identified.this issue was previously reported under MDR number 3005094123-2023-00216 under a different suspect device.

Event description:
The customer observed falsely elevated magnesium results generated from an alinity c processing module on (B)(6) 2023. The customer reported that healthcare providers have questioned the results and when repeated, the elevated results were normal. The customer provided the following data: customer normal range is 1.6- 2.6 ng/dl. Sample ID (B)(6), initial result was 6.2 and repeat was 2.4. Sample ID (B)(6), initial result was 6.0 and repeat was 1.9. Sample ID (B)(6), initial result was 6.0 and repeat was 1.5. Sample ID (B)(6), initial result was 6.0 and repeat was 2.5. The customer performed some troubleshooting, such as changing probes on the analyzer and afterwards performed a precision study on a sample that reported at 1.8. The precision results were 8.3, 2.2, 1.7, 1.6, 1.6, 1.7, 1.6, 1.8, 2.0, 1.7. There was no reported impact to patient management.